Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient had halos, glare, double vision and unable to drive. The lens was explanted and exchanged 7 months following the initial procedure with another company lens model. Clinical reason for explant mentioned as visual disturbances. Additional information has been received that there was no patient harm and symptoms were resolved.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Information was provide that the company 10.5 diopter, add power +2.2 and 3.2 lens was replaced with a non-company 9.0 diopter lens. The exchange for a 1.5 lower diopter difference lens may suggest that the replacement lens was an improved choice for the patient vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).